Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -9.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to glare/haloes. This explant resolved the problem. Cause of event was unknown.